Manufacturer narrative:
Follow-up report indicated that the physician adjusted the patient's blood pressure medication. Since the adjustment in medication, the patient's blood pressure has been under control. There have been no changes to the patient's stimulation regimen.

Manufacturer narrative:
The device was not explanted. Nevro is awaiting for patient's result from the cardiologist.

Event description:
It was reported to nevro that a patient experienced numbness in legs and increase in blood pressure a few weeks after the implant procedure. The patient had an ECG which showed some abnormalities and is currently awaiting an appointment with the cardiologist. Device was switched off during ECG. The stimulation is currently on but only at low frequency and for a short period of time each day as suggested by pain physician. There are no reports of other complications. Follow up report indicate that patient experienced some heaviness in legs during the trial phase but did not report it to the implanting physician or nevro.